Manufacturer narrative:
Investigation summary: one photo and one used sample was received by our quality team for evaluation. Upon visual inspection of the photo, it was observed that the valve had moved on the sample. Upon visual inspection of the sample, it was observed that the valve moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that was related to eto sterilization. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: grey plastic which sits under the injection port has moved. When in use and medicine administered the medication moved to freely all of a sudden. Cannula removed and retained for inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: grey plastic which sits under the injection port has moved. When in use and medicine administered the medication moved to freely all of a sudden. Cannula removed and retained for inspection.